Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00166.

Event description:
The surgeon was inserting a screw and the tip of the 80-0728 driver broke remaining inserted in the screw head. The surgeon used a second 80-0728 driver to complete the procedure. No delay in surgery reported.